Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Device primed properly. No excessive no delivery or occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No frozen screen noted during test and time clock advances properly. Device received with stripped battery cap coin slot. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was louder during priming and clock runs slightly fast. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that battery cap had crack, rejected new batteries and unexplained no delivery alarm. The insulin pump will not be returned for analysis.